Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for and unspecified diagnostic procedure, the camera head had a foggy image. The intended procedure was completed with a similar device with no surgical delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and observance on site, the customer does not follow the instructions for use. A retrain of all cleaning, disinfection, and sterilization was conducted, as well as reprocessing. The event can be prevented by following the instructions for use (IFU): instructions reprocessing manual. Cysto-nephro videoscope. Olympus cyf-vh. Olympus cyf-vhr. Chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope. Chapter 6 reprocessing the accessories. Chapter 7 reprocessing endoscopes and accessories using an automated endoscope reprocessor/washer-disinfector. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for and unspecified diagnostic procedure, the camera head had a foggy image. The intended procedure was completed with a similar device with no surgical delay. There were no reports of patient harm.